Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning and high thresholds were noted on the right atrial (ra) lead. High thresholds were also seen on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.